Event description:
Additional information was received from the consumer. The caller reported she was having discomfort on her side and stated the ins was sticking her. Caller stated they saw their hcp and he tweaked it and stated that the ins would "tweak down". The caller reported the patient's health was not conducive to have the ins removed. Caller inquired on if the "magnet" could move the ins to a different position in the patient's body so that she was not in discomfort due to device. Caller stated the device had been inactive and battery went out. Caller stated patient has been able to manage pain without the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: l78633, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2000, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, the consumer reported the patient¿s device hadn¿t worked for about five years and was dead. It was further clarified the patient¿s non-rechargeable device was implanted maybe 15 years ago, and when it ran out of power, they didn¿t bother getting it replaced. There was nothing wrong with the device but there was no plan to get a replacement either. Currently the patient wanted to deal with other health issues such as their hip. The patient currently had a hip situation and was in the hospital in pain due to their hip issues. They were trying to resolve it by doing an MRI. It was noted the MRI wasn¿t related to the patient¿s device. It was further determined the patient couldn¿t have an MRI due to their implanted devices. Relevant medical history includes peripheral causalgia. On (B)(6) 2019, additional information was received from the patient¿s spouse reporting that the patient¿s device was implanted ¿13 years ago and they stopped using 6 to 7 years ago¿. It was reported that just recently their caregiver was helping the patient in and out and grabbed the unit and pulled it. Now the patient was having pain on their side and so they wanted to see if the device could be massaged back into place or what could be done as the patient was (B)(6) and they did not want to do surgery to have it removed. The caller wanted a list of healthcare providers (hcps) in area that were familiar with the device. The event occurred in the beginning of september ((B)(6) 2019). No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The patient reported that she saw a doctor on the list. The patient thought the issue was resolved but needed time to see. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l78633, implanted: (B)(6) 2000, product type lead, product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension. If information is provided in the future, a supplemental report will be issued.